Event description:
It was reported during a ptca/stent procedure, while deploying the stent, a balloon rupture occurred, and a subsequent spiral dissection was noted. Three stents were placed to treat the dissection. No pt injury was reported. No further info is available.